Event description:
A patient experienced two episodes of deep bradycardia during a prophylactic full revision surgery. Both instances of bradycardia occurred when the surgeon attempted to dissect the existing lead and remove it from the patient's vagus nerve. The patient's heart rate returned to its baseline when the anesthesiologist requested that the surgeon stop manipulating the nerve. The bradycardia did not occur when diagnostics were run prior to surgery on the old device or during surgery with the newly-implanted device. Diagnostics were within the normal limits. The patient's device was not programmed off prior to surgery. A company representative reported that the patient's nerve may possibly have been more sensitive during surgery, leading to the bradycardia. The explanted products have not been returned to the manufacturer to date. No additional relevant information has been received to date.

Event description:
The explanted lead and generator were discarded after surgery and are not available for analysis. No additional relevant information has been received to date.